Event description:
Report received of "freeflow" during product testing. It was reported that the device was set up in the biomedical engineering department to observe for flow as part of a product evaluation. The tubing set was used with both a 1000ml bag containing 900ml of saline, and a full 100ml bag of saline. The tubing set was primed in the apm ii pump. When used with the 100ml bag, it was reported that at two feet (defined by the customer as 24 inches from the top of the bag to the anti-siphon valve), when the cassette was taken out of the pump, there was a flow of fluid. This flow was described as "slower than if it were wide open, but faster than a keep open rate". This situation was recreated at a head height of three feet. The same testing procedure was used with the 1000ml bag, and it was reported that the "drip rate was even faster". There was no reported patient involvement. Additional information was requested, but no further information was provided.